Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient's right atrial (ra) pace/sense lead had caused the device to switch from bipolar to unipolar pacing due to high pacing impedances. It was also reported that there was oversensing. The patient is being evaluated to see if the lead needs to be replaced as the patient's need for pacing is no longer clear. There were no patient complications reported as a result of this event.